Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had several implants and that each implant had only lasted them about 9 months, then they would have to go and replace the battery. It was stated that the devices not lasting as long as expected all started with their first implant they had put in, and the healthcare provider (hcp) told them each implant would last about 4-5 years. Each time the battery was replaced the hcp would make a small incision and then easily change out the battery and make a cut on the same scar that was already there. The fifth battery prematurely depleted sometime in 2008. Indication for implant is dystonia. See related regulatory reports 3004209178-2016-20087, 3004209178-2016-20088, 3004209178-2016-20089, 3004209178-2016-20090.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that there were no the circumstances that led to the battery depletion as there were no changes. The patient stated that the battery just went out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.